Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (28 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the user reported that a pen needle was blocked in the box of 28 pieces of product during use, these needles were bought from the pharmacy.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and no needle clog fail found. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (28 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the user reported that a pen needle was blocked in the box of 28 pieces of product during use, these needles were bought from the pharmacy